Manufacturer narrative:
Additional information: analysis of the returned device shows that visual examination did not identify breakage. Functional evaluation of the inserters confirmed the ability to securely hold associated rod. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instruments appear to be capable of performing its intended function.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that all three instruments broke during distraction. No further details are known at this time.